Event description:
During hydro thermal ablation the device alarmed four times that there was a fluid deficit which was determined to be "numberous" per product rep and surgeon. After the fourth alarm the device shut off as it is designed to do per product rep.